Event description:
The customer reported that the c-arm will not boot up on the 9600 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The mother board, floppy drives and sram card were replaced. The system software was reloaded and the system was tested and operating as intended.